Event description:
It was reported that an ilet pump powered off and would not turn back on; the user felt vibration at the sleep/wake button but the display remained blank, and after a guided restart via the mobile app the screen was not legible, leading to a replacement being arranged and instructions provided to shut down the device, return it with a shipping label, and complete startup on the replacement, while continuing cgm use via the dexcom app or receiver. Symptoms included no clinical symptoms. Outcomes included no clinical impact. Investigation included remote troubleshooting and user education. Investigation of this case revealed a device display malfunction consistent with a screen visibility failure of the pump user interface; no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display subsystem, with root cause undetermined.

Manufacturer narrative:
Initial.